Event description:
The facility representative contacted baxter to report an intermate that had a leak inside the housing while the reservoir was being filled. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The root cause of the leak is missing film wrap. The batch review found that there was a nonconformance and the manufacturing facility opened an investigation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.